Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified heavy gouges and wear on liner. Dimensional analysis was performed on the glenosphere taper and was found to be confirming. Part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported issue is attributed to patient trauma. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00606. 0001822565 - 2020 - 00607.

Event description:
It has been reported patient underwent shoulder arthroplasty on an unknown date. Subsequently patient underwent revision due to dislocation due to a fall. The glenoid head disassociated from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.